Manufacturer narrative:
A device evaluation is anticipated but had not yet begun. Upon completion of the investigation, a supplemental MDR will be filed. E.3. Initial reporter e-mail: (B)(6).

Event description:
It was reported that a certified registered nurse anesthetist (crna) and an anesthesiologist were unable to open the drawer of a bd pyxis¿ anesthesia system es to obtain nesacaine, an anesthetic agent that was intended to be given via epidural route, during an emergent cesarean section. Per report, the medication was stored in a half-height drawer and the drawer was ¿stuck¿. The anesthesiologist had to obtain the medication from another device in a different or. Due to the delay and the baby being in fetal distress, it was decided to administer general anesthesia instead and the patient (the mother) was subsequently intubated. It was discovered upon delivery the fetal distress was due to nuchal cord (the umbilical cord was wrapped around the baby¿s neck twice), however, the baby was delivered with a normal apgar score and did not require nicu admission. There were no complications during the procedure. It was reported that both mother and baby are doing fine. After the event, the staff called their pharmacy technician to check the device. The pharmacy technician turned the device off and on, and "recovered the drawer". They were able to open the drawer and access the medication. Bd field service engineer (fse) was dispatched and came onsite, performed diagnostics, and full preventive maintenance. The fse found no issues or noticeable items that may have caused a failure.

Event description:
It was reported that a certified registered nurse anesthetist (crna) and an anesthesiologist were unable to open the drawer of a bd pyxis¿ anesthesia system es to obtain nesacaine, an anesthetic agent that was intended to be given via epidural route, during an emergent cesarean section. Per report, the medication was stored in a half-height drawer and the drawer was ¿stuck¿. The anesthesiologist had to obtain the medication from another device in a different or. Due to the delay and the baby being in fetal distress, it was decided to administer general anesthesia instead and the patient (the mother) was subsequently intubated. It was discovered upon delivery the fetal distress was due to nuchal cord (the umbilical cord was wrapped around the baby¿s neck twice), however, the baby was delivered with a normal apgar score and did not require nicu admission. There were no complications during the procedure. It was reported that both mother and baby are doing fine. After the event, the staff called their pharmacy technician to check the device. The pharmacy technician turned the device off and on, and "recovered the drawer". They were able to open the drawer and access the medication. Bd field service engineer (fse) was dispatched and came onsite, performed diagnostics, and full preventive maintenance. The fse found no issues or noticeable items that may have caused a failure.

Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that the half-height matrix drawer had failed on the system. A field service engineer (fse) checked the pocket and drawers using the diagnostics tool, but no failures were found. The fse performed a complete device maintenance, again without identifying any failures. The pharmacist reported that the drawer failure had recovered during the procedure and suggested that it might have failed due to the device timing out from a lack of user interaction. The system functioned as intended after the field service engineer repaired the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.